Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failed when the device was restarted, delaying patient care. Customer added that the user was able to recover the issue temporarily, but the issue reoccurs. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cables were not seated properly. A field service technician reseated the cable, relieved pressure on all-in-one cables, configured power save settings to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cables were not seated properly. A field service technician reseated the cable, relieved pressure on all in one cables, configured power save settings to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failed when the device was restarted, delaying patient care. Customer added that the user was able to recover the issue temporarily, but the issue reoccurs. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.